Event description:
It was reported to boston scientific corp that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (pt age unk, however over 18 yrs). According to the complainant, the loop wire of the retrieval snare could not be extended. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B) (4) - other (difficulty extending). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).